Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information received indicates that surgical intervention took place where the patients ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.